Event description:
A bunch of loose cotton the doctor had to pull out- vagina [foreign body in reproductive tract]. Quite a bit of pain lower abdomen/stomach [abdominal pain lower]. The string broke off the tampon...the seam in the middle had been pulled out... Loose cotton- tampon [device breakage]. Case narrative: consumer reported via email that the string broke off the tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.